Event description:
It was reported that the compressor went into standby mode. There was no patient involvement. (B)(4).

Manufacturer narrative:
(B)(4). Our field service engineer investigated the compressor on-site. The reported failure was confirmed. The standby valve was replaced and the compressor was successfully function tested and after that returned to clinical use. The standby valve was not returned for investigation and no device logs from connected ventilator was received. The standby valve shall put the compressor in standby when wall air is connected and shall start to supply compressed air when no wall air is connected. Based on prior investigations, the most probable cause to this failure is a leakage in the valve piston resulting in wrong pressure measurement. However, the true root cause cannot be determined without investigating the standby valve.

Event description:
(B)(4).